Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the reset, described in the complaint, occurred during a real-time data transmission by bluetooth low energy (ble) telemetry performed at the follow-up dated of august 6th, 2024. - this reset was most likely triggered by an abnormal behavior of a hardware component during the ble transmission which can occur in very specific conditions. - the re-initialization has been correctly performed and the subject device has returned to a normal functioning. - this complaint is recorded for trending purposes.

Event description:
During a standard follow-up, the device seems to have been reinizialized 1 time. Doctor (B)(6) asked the motivation, when it happened and in which occasion the device could reinizialize itself.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a standard follow-up, the device seems to have been reinizialized 1 time. Doctor (B)(6) asked the motivation, when it happened and in which occasion the device could reinizialize itself.